Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding was most likely due to patient movement since the hematoma formed due to excessive leg movements. G1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H6 code 925 was reported incorrectly on the previously submitted report.

Event description:
The complainant reported a 49-year-old female patient with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. The complainant reported that the patient developed a hematoma and oozing at the access site. Medical staff obtained hemostasis with manual pressure and a femoral stop. Medical staff also withheld heparin. The patient survived the event and was successfully weaned off the cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿